Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. The disconnection on ventilator side alarm was reproduced. Investigation is ongoing.

Event description:
Hamilton medical ag (hmag) received the following incident description: " device alerted on disconnection on ventilator side, tf 5507 and low internal pressure. In addition it alerted on fluids accumulation and alerted on replace flow sensor.". The user replaced the unit and there was no alerts with the other unit.